Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-17334. It was reported the pt's 2nd permanent implant procedure was extended and took approximately 2.5 hours due to the physician being unable to advance the model 3224 lead blank into the epidural space after having difficulty advancing the model 3228 lead blank into the epidural space due to scar tissue. Subsequently, the physician advanced as much of the model 3228 scs lead into the pt's epidural space as possible. Follow-up identified the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.